Manufacturer narrative:
Drive count error boundaries exceeded after movement, software error and the main arm cannot communicate with the motor arm not confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple errors. The customers blood glucose level was 90mg/dl at the time of incident. Insulin pump had hal software error detected and drive count error boundaries exceeded after movement and also the main arm cannot communicate with the motor arm. The insulin pump will be returned for analysis.